Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# j11441r02, implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient had a granuloma at t10 in 2007. It was stated that because of the "tumor", which was then stated as "granuloma", the patient was paralyzed for 10 months. Additionally, the patient's legs got "really swollen" and because of the swelling, got painful varicose veins. The pump and catheter were removed in late 2007. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.